Event description:
It was reported that after 54 points were mapped in the right atrium, the left atrium was successfully accessed by brockenbrough in order to diagnose the left atrium tachycardia. During mapping of the left atrium, after approximately 130 points, the pt's blood pressure decreased and a cardiac tamponade was found around the right superior pulmonary vein (rspv) roof. Open chest surgery was performed immediately. The pt was in stable condition and the prognosis was described as satisfactory.

Manufacturer narrative:
It was reported that the complaint product would not be returned for evaluation.